Manufacturer narrative:
H3 - device evaluation: the lens was returned with residue/debris on the lens. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - 4581: rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was exchanged for a same model and length lens. The problem was resolved. Cause of the event I was reported as unknown.